Manufacturer narrative:
Five (5) used list# d1000, tego¿ connector, appx 0.05 ml were returned for evaluation. As received blood residual around the tegos and the following were observed: sample #1 seal collapsed, the rest of the samples no tear or significant damage, only a small blood residual outside the fluid path on sample #3 was found. However, no occlusions were observed, only sample with seal collapsed remained occluded. The 4 samples with no significant damage were low/high pressure and they passed. Complaint can be confirmed. The probable cause of no flow / can't prime is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history report (DHR) review was performed and no discrepancies, anomalies and/or nonconformances were identified that might be related with the condition reported by the customer. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The event involved tego connectors for dialysis catheters where the customer reported that that the connectors were not continuous for the dialysis treatment and had to be replaced before the regular 7 days. The issue happened immediately upon use (during the third dialysis session of the week, which are newly connected before the first dialysis session of the week). The aspiration and flushing of the dialysis catheter before treatment proceed without any issues. After connection to the dialysis machine, the dialysis limb is not continuous. The tego connectors were changed out; after replacing the affected tegos, the dialysis treatment runs smoothly. There was patient involvement, but no patient harm was reported. The customer stated that there were unsure which lot numbers were used but only 13971773, 13959944, 13882260 are the current stock lot numbers. The customer stated that 5 events occurred between 24 august 2025 and 14 september 2024. The devices were returned and one device was confirmed to have a tear/ collapsed seal. This report reflects that one device that was returned and confirmed to have physical damage contributing to the no flow issue.